Event description:
Report alleges loss of shell integrity. Physician's letter states the prosthesis ruptured inside the pt. The prosthesis was removed and there was a silicone granuloma just underneath the nipple which also had to be removed.